Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported the procedure was to treat two lesions in the right coronary artery (rca) with 95% stenosis in the mid lesion and 70% stenosis in the proximal lesion. The proximal lesion was pre-dilated at 6 atmospheres, reducing the stenosis to 40%. The mid lesion was rotablated, reducing the stenosis to 70%. The 3.5 x 48 mm xience xpedition was advanced, but could not cross the proximal lesion in an attempt to reach the target lesion in the mid rca. The xience xpedition was withdrawn with resistance noted with the guiding catheter and upon removal it was noted that the stent struts were deformed. A new 3.5 x 48 mm xience xpedition stent crossed to successfully treat the mid rca lesion. The stenosis was reduced to 0% with a good timi 3 flow. The proximal lesion was not stented during this procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information as provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.